Event description:
Reporter indicated that vns pt was explanted due to infection. Treating surgeon initially believed that the pt's body may have been rejecting the vns therapy system. It was reported that a very small hole developed at the chest incision and that the generator could be seen through this hole. There were no signs of infection, but there was some clear yellow drainage at the hole. The pt is reportedly very thin with little adipose tissue around the generator. Further follow-up revealed that both the generator and lead (leaving electrodes) were explanted and that it was an apparent issue with wound dehiscence rather than infection. The pt was reimplanted on the same day as explant with the generator placed on the right side of the chest. The infection has reportedly resolved.